Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-07125. It was reported the patient was implanted for pain in the foot. The patient reported she had rsd in her back and the stimulation was making the symptoms worse. The patient had not used the scs system in over a year. It was reported the patient planned to have the scs system explanted.